Event description:
It was reported by the sales rep that the attachment was leaking black oil during the decontamination process; the oil was leaking from opposite the teeth. No patient contact. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; however, corrosion was noted on the grooves on the chuck. The attachment was disassembled during the evaluation; the attachment is non repairable.